Event description:
It was reported the patient received the following results within 15 minutes: 570 mg/dl and 116 mg/dl. The patient experienced symptoms of tiredness and thirst. She was capable of self-treatment.